Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer inadvertently performed the load fill cannula sequence two separate times while connected to the site. The customer's blood glucose level was approximately 80 mg/dl. Tandem technical support educated the customer to not be connected to the pump during and additional fill cannula process. Reportedly, customer continued to sue the pump for insulin therapy.